Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified proximal left anterior descending artery. A 12mmx3.5mm nc quantum apex balloon catheter was used for pre-dilation. Initial inflation was 20 atm then the quantum apex balloon ruptured at 20 atm on the second inflation. The procedure was completed with another same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).